Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tip end of the cutting knife was missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the temperature of the cutting knife increased and stiffness of the knife weakened since the electric discharge occurred between the knife and the tissue when the user activated high-frequency output, besides the knife was broken off when the knife was subjected to a load during user handling. It was also known that an electric discharge occurred since the contact length between the cutting knife and the tissue was too short. The above device handling has warned in the instruction manual as follows. Do not set the output value of the electrosurgical unit too high or too low. Also, do not allow the activation time to be too long or too short. Set the high-frequency output mode of the electrosurgical unit optimally according to the conditions of the tissue to be cut. An excessive or insufficient output value may result in perforation, bleeding, mucous membrane damage, or thermal injuries to the non-target tissue. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. An excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. Application of high-voltage waveforms for extended periods increases the likelihood that the cutting knife may break. When a high-voltage waveform has to be used, minimize the duration of current application. Electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation.

Event description:
During an endoscopic submucosal dissection (esd), the subject device was used. In the procedure, after the user removed burnt tissue from the tip outside the patient, the distal end tip broke off. The intended procedure was completed with another device. The fragment could not be found. There was no patient injury reported. This is the report regarding the breakage of the distal end tip.